Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, was failing the high-pressure testing. The pump was then shipped to intuvie and was investigated. The investigation revealed the pump failed the 30psi test at 42.79psi. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. The allegation of the pump failing the 30psi test was confirmed. The occlusion failure mode was confirmed and the cause is determined to be a calibration issue. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, was failing the high-pressure testing. There was no patient involvement reported.